Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized the week prior to their passing. The cause of death was heart and kidney failure. The caller stated that the customer had heart and kidney issues that may have led to the customer's passing. The customer¿s blood glucose was low at the time of admission, but the caller could not remember the exact value. The caller was unsure if the customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller was unsure if the customer was using sensors. The caller declined to return the insulin pump for analysis.